Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose while using the ilet pump, with glucose dropping to approximately 40 mg/dl and resulting in presyncope; they laid down and a friend provided oral glucose (juice) to treat the event, and the user believed menstruation may have contributed. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.